Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the fluid damage in ccd driver pcb and the electrical connector assy a-p0023 corrosion. Based on the result, we concluded that the image disturbance was caused due to the fluid damage; however, other failure is not related to the alleged complaint. Correction information: g6: 30-day follow-up #1. H3: device evaluated by manufacturer. H6: coding changed based on the investigation result: medical device problem code, type of investigation. Additional information: h2: correction, additional information, device evaluation. H6: coding added based on the investigation result: component code, investigation findings, investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Ec38-i10cf is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
A/w connector at lg-plug leaky. Connecting screws loosened. Moisture inside the lg-plug, image disturbance. Led defect. This event occurred at the time of during inspection. There was no report of patient harm.